Event description:
Manufacturer received patient report of pain symptoms which required emergency room admission to obtain supplemental oral pain medication. The implanted infusion pump is alarming and the patient reported being due for a refill which has been scheduled.